Manufacturer narrative:
(B)(4) captures the additional surgical procedure that was performed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the pacemaker system was explanted due to infection and sepsis. The patient underwent a revision procedure to remove the system from the left side, and a new system was implanted on the right. There were no additional patient issues reported.